Event description:
It was reported that a patient underwent an unknown procedure on (B) (6) 2010. The surgeon felt that the locking plate of the reservoir was tighter than before. The reservoir was used and there was no adverse consequence to the patient. The patient is in stable condition.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jt7362.